Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable assembly. System operates as intended.

Event description:
Customer reported the interconnect cable assembly is damaged. No pt injury was reported.